Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: what is the first assistants experience with the device? No. Were there any forces higher or lower than expected in closing the device? Assistant reported nothing out of the ordinary. Were there any forces higher or lower than expected in firing the device? Assistant reported nothing out of the ordinary. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Approximately ½ (middle of the scale). What type of purse string technique was used? Hand sewn purse string. Where on the staple line was the leak identified? Reported that half of the posterior staple line had opened. What was the appearance of the staples were the leak was? Nothing on the appearance of the staples were reported.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, very little information has been given at this point other than it was reported that the fa firing the device claimed to have followed all proper operating instructions when firing the device. It was reported that upon inspection of the tissue donuts, they were incomplete, and the surgeon noted an intraoperative leak. A diverting loop colostomy was performed to complete the case.

Manufacturer narrative:
(B)(4).